Event description:
Caller alleges lift chair stops. When chair stopped, customer tapped parts and fell and hit head.

Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.